Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. X-ray examination found an over torqued inner coil at the connector region. The stylet could not be inserted in the lead due to an over torqued inner coil at the connector region. The cause of the reported event for failure to advance the stylet was due to an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implantation procedure, it was reported that there was difficulty inserting the stylet into the atrial lead. The atrial lead was replaced to resolve the event. The patient was stable.